Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose reading ¿high¿ on the meter (>600mg/dl) with lethargy, insomnia, and feeling uncomfortable. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter alleged that the elevated bg was associated with a short battery life issue, however the issue reportedly had not occurred with multiple batteries from different packs. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: during investigation, the black box showed that the data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. There was no battery cap returned. A battery compartment was cracked. A test battery cap was able to tighten to the pump and power it on. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of moisture or loose components inside the pump. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).